Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, when removing the introducer from the patient there was an issue with peeling the sheath, causing it to tear. The procedure was completed with no adverse consequences to the patient but it did cause a delay.